Event description:
Pt reported experiencing a bent soft infusion set cannula while using the infusion set and missed the e4 (occlusion) error message. Pt stated in the morning on (B)(6) 2012 her blood glucose level was 103 mg/dl, she ate breakfast and took 8.1 units of insulin to cover her meal. Pt reported at 11 am her blood glucose level was 580 mg/dl and she took correction via the infusion device. Pt stated at 12:00 noon her blood glucose level was 585 mg/dl, she changed the infusion set and that was when she noticed the soft cannula was bent. Pt's normal blood glucose range is 120-140 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.